Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced an intermittent issue where the ilet meal announcement menu did not display, preventing meal announcements, though the feature functioned normally during the support call. Symptoms included no injury or clinical symptoms. Outcomes included no impact on therapy and no alerts or alarms. Investigation included telephone-based troubleshooting and user education, with confirmation of normal operation during the call. Investigation of this case revealed no reproducible malfunction and no device component failure, and the issue resolved without corrective action. It was concluded, based on previously established findings for similar reports, that the cause was user interface behavior not reproduced and likely use-related or transient software behavior.